Manufacturer narrative:
Information was not provided, but will be requested. PMA/510(k) #: p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the event investigation a log file review indicated that there was a loss of power to the mobile power unit. In addition, the reported event indicated that there were unexpected power cable disconnect events. The reported event indicated that pump support was not interrupted.

Manufacturer narrative:
Section a4, d4: multiple attempts were made to obtain patient weight as well as device serial number information but this information was not provided. Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mpu was confirmed via the submitted log file. It was reported that the low voltage alarm occurred at midnight on 19oct2019; however, the log file captured the alarm occur around midnight on 18oct2019. No notable alarms were captured on 19oct2019. The submitted log file contained approximately 3.5 days of data (18oct2019 ¿ 21oct2019 per the timestamp). The log file captured a low voltage hazard alarm due to a temporary loss of power while connected to the mpu on 18oct2019 from 0:27:51 to 0:27:53. The time that the alarm first activated cannot be determined as the alarm was already active in the first event captured in the log file. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The log file also captured an atypical power cable disconnect alarm on 18oct2019 at 14:32:48. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the mpu would be returned for evaluation, if the cause of the loss of power was determined, and if the patient has a locking ac power cord); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook (doc #10006136, rev. A), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #10006135, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (doc #10006135, rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook (doc #10006136, rev. A) and heartmate iii instructions for use (IFU) (doc #10006135, rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.